Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 7-feb-2018 with the following findings: during the investigation, a review of the black box showed no evidence of short battery life or any cs128-fxxx alarms. One ¿cs177¿ warning was found which occurring due to normal battery use on (B)(6) 2018. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents readings were within specifications. Investigators were unable to duplicate the ¿cs128-fxxx¿ complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.